Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed the outer insulation was ruptured.

Event description:
The left ventricular lead was returned to the manufacturer after being explanted, and subsequently tested out of specification. Follow-up with the medical equipment company representative at the procedure clarified that the physician was in the process of freeing the leads from the pocket and inadvertently pulled the lv lead from the coronary sinus. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.